Manufacturer narrative:
(B)(6). Final analysis found that partial lead was returned. The insulation was abraded due to friction to the device can, exposing the outer coil at 14.7 cm to 15.3 cm from the connector pin. Insulation damage and fracture of the inner coil were noted at 18.9 cm and 19.2 cm from the connector pin which is consistent with suture sleeve tie down damage.

Event description:
This report is to advise of an event observed during analysis.